Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the sensor and the insulin pump got disconnected on the 7th due to power outage in the area. Customer stated that the time and date were not correct. Customer performed the high pressure test and the customer had a no delivery alarm at 0.8 units. Customer was advised to do a complete set change. Customer was advised that the pump is working as designed. Customer pulled a bent sensor cannula and had blood glucose readings from 645 mg/dl to 39 mg/dl. Customer's blood glucose was 645 mg/dl at the time of the incident. Customer's current blood glucose is 98 mg/dl. Customer stated that he used a flex pen. Customer declined to check their settings and call was disconnected.